Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. No response after third contact. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.

Event description:
On 02/17/2022 it was reported by a sales representative via sems that a ar-6069-45r suture lasso is not working. This was discovered during an unknown time with no patient effect reported.